Manufacturer narrative:
Correction: upon further review on jun 18, 2024, it was noted that section h6 device code(s) was submitted as 1261 - material fragmentation on the initial MDR, but should be 1120 - contamination. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section h6: device code: 1120 - contamination. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search for related complaints from lot number 60368822 was conducted, 17 related complaints were found for "lvc : dc-foreign material - loose. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that a particle was on their patient interface. There was no additional information provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown, information not provided. Section b3. Date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section e1. Telephone number,(B)(6). Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no further information was provided. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.